Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure (drawer 3-1 and 3-2) was caused by a faulty drawer controller board that was not consistently sending the signal/voltage to actuate the solenoid, resulting in drawer failure and "needs maintenance" errors despite all qbs and sensors functioning correctly. The field service engineer performed multiple checks, including hta testing, sensor verification, and reseating of connections, and observed intermittent solenoid actuation. The drawer controller board was then replaced, which restored proper signal transmission to the solenoid. Post replacement, the drawer recovered successfully, passed hardware test application checks, and operated normally without further errors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The affected drawer could not be recovered, and subsequent attempts to open other drawers worsened the issue, resulting in additional drawers failing to recover. Multiple restart and power cycle attempts did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.